Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and that pacing capture threshold in the rv (right ventricle) was elevated.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds in the unipolar configuration and no capture in the bipolar configuration. Short v-v intervals were also noted. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.